Manufacturer narrative:
Upon device return and inspection, it was observed that the catheter was returned with one of the splines in the distal cage still inverted. The catheter was placed into the x ray to look for any potential abnormalities that could have contributed to the deployment issues. Some kinking of the lead wires was noted. A guidewire was inserted through the device, and an attempt was made to deploy the catheter. While moving the slider switch, the spline cage remained undeployed. It was noted that the guidewire lumen was no longer attached to the tip of the spline cage, resulting in the inability to deploy the catheter.

Event description:
Reportable based on analysis completed on 21may2024 during a pulmonary vein isolation procedure to treat an atrial fibrillation a farawave was selected for use. It was reported that during preparation the catheter could not be deployed at all into flower configuration. No issues flushing the catheter and no abnormalities were noted during preparation. The physician described it as defective pull-wire. The catheter was replaced, and the procedure was completed without patient complications. The device was returned for analysis. However, analysis of the retuned device revealed that the guidewire lumen was no longer attached to the tip of the spline cage.